Manufacturer narrative:
Physio-control further evaluated the device and observed that the internal battery was depleted and leakage current when the device is off was excessive. Physio determined that the capacitor, designator, was root cause for the excessive off current and depleted internal battery.

Event description:
The customer reported that the device was displaying all the service icons and that it would not power on. A replacement device was provided to the customer under recall. There was no patient use associated with this incident.